Event description:
Reporter indicated that their handheld computer had been freezing. The site did not specify specifically when the freezing was occurring, but confirmed that they were able to successfully interrogate pt's generators. The site does not wish to have the device replaced, or to return the device for analysis. Attempts for further information from the site, and to troubleshoot the issue are underway.